Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date implanted - approximately 15 years ago. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, ¿wear and/or deformation of articulating surfaces.¿

Event description:
It was reported that patient underwent an initial total hip arthroplasty on an unknown date approximately 15 years ago. Subsequently, patient was revised on (B)(6) 2015 due to poly wear. During the procedure, the liner, locking ring, and head were removed and replace. A taper adapter was also implanted.